Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one device was returned for evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual test found the device to be in good condition with no physical damage found on the pump. The labels were undamaged, and the tamper seal was missing. Functional test was performed and the primary complaint of "sensor defect / no air detection" was not confirmed. The air detector works properly. The cause of the primary concern is unknown. No further action will be taken.

Event description:
It was reported that there was a sensor defect/no air detection. There was unknown patient involvement.